Event description:
This is filed to report the clip opening post deployment and tissue injury requiring intervention. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw (lot:20222r240, ref: cds0701-xtw) was prepped per IFU. All steps for procedure were followed per instructions for use (IFU) and a grasp was completed. Prior to release, mr was grade trace. Followed steps of deployment. Clip did not open for either establishing final arm angle (efaa). Once deployed the clip opened to about 30 +/- degrees. It then opened more slowly after that and the mr returned. An additional mitraclip ntw was placed lateral to the xtw to stabilize. The xtw still had movement (opening) so an nt was to be placed medial as well. While in the process of placing the nt, a new flail was noted by the xtw. The physician thinks that it was due to the movement of the open clip causing tissue damage. The flail was directly above the xtw and the chord extended medial to lateral over the second clip. The nt was placed on the medial side of the xtw. It stabilized the open clip but was not able to capture the flail. Mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the returned condition of the device (clip not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked (cowl) cannot be determined. The reported unspecified tissue injury (flail) per the physician is due to the movement of the open clip causing tissue damage and is therefore related to procedural conditions. Tissue damage is a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6)2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.